Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that the field representative was unable to interrogate this device. Boston scientific technical services (ts) was contacted for assistance and discussed that it was likely this device battery was depleted as it had been implanted for more than 11 years. Ts discussed troubleshooting methods. The patient is not pacemaker-dependent and the field representative reported there was no patient impact. This device remains in service.